Event description:
It was reported that after surgery on a table what was cracked and damaged, the patient suffered pressure ulcers level 1. No other information is available.

Manufacturer narrative:
Mizuho osi's records indicate this unit was sold on (B)(6) 2013; product lifetime per the owner's manual is five years. The customer should be regularly assessing both the frame and pads to see if the components are in good working condition prior to using the device, per the owner's manual. It cannot be concluded the crack in the frame contributed to any patient-related pressure injuries. The patient does not contact the frame.

Event description:
It was reported that after surgery on a table what was cracked and damaged, the patient suffered pressure ulcers level 1. No other information is available.